Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical alarms and damaged power cables were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The log file recorded routine power cable disconnect event related to routine power source exchanges. There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. It was reported that manipulating the black power cable resulted in alarms to activate; however, this event was unable to be confirmed due to the controller not being returned. Multiple good faith effort attempts were made asking if the controller was exchanged, and if any products will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having intermittent beeping from their system controller when they hooked up to wall power, mobile power unit (mpu), and battery power. When the beeping occurred, it only alarmed and nothing lit up or showed on the screen on the system controller. While in clinic, the black power cable was able to be manipulated in a specific area which identified the location which seemed to have caused the alarms. During manipulation of the black power cord, the alarms did not register on the system monitor or on the system controller. Log files were submitted for review. There were no unusual events recorded in the log file and mechanical circulatory support equipment is operating as intended. It was noted that given that manipulation of the black power lead activated the alarms, it was recommended that the system controller be swapped out. A plan was made to exchange the system controller on (B)(6) 2023 pending international normalized ratio (inr) level.